Manufacturer narrative:
The patients included in this study were followed in 2011. It is unknown when the events occurred as this information has not been provided. Based on the information available, it cannot be determined if the alleged newly acquired bacteria that was detected in 12 patients is related to v.a.c.® therapy. Multiple attempts have been made to gather additional information, but no information has been received. Device labeling, available in print and online states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Device not returned.

Event description:
On feb 10 2017, the following information was received by kci after completing a review of journal article, thorsten jentzsch, georg osterhoff, pawel zwolak, burkhardt seifert, valentin neuhaus, hans-peter simmen, and gerrolt n. Jukema. Bacterial reduction and shift with npwt after surgical debridements: a retrospective cohort study. Arch orthop trauma surgery (2016): 1-8. Doi: 10.1007/s00402-016-2600-z that reported that the purpose of the study was to investigate the changes of bacterial load and a bacterial community shift in a large clinic cohort of mainly trauma patients who received a treatment regimen of surgical debridement, negative pressure wound therapy (npwt) in a sterile operating room and antibiotics. Out of 261 patient's, 115 patient's with 120 wounds were eligible for the study due to a positive microbiological sample. The study results reported that there were newly acquired bacteria that was detected in 12 patients. On feb 15 2017, the following information was reported to kci by the physician, a co-author of the journal article: he was unable to confirm that v.a.c.® therapy did not contribute to the reported newly acquired bacteria that was detected in 12 patients due to diverse patient characteristics with varying mechanisms of disease, diverse microbes, and multimodal therapy including varying antibiotics. The unit type and serial numbers were not provided and are unavailable for return, therefore a device evaluation could not be performed.